Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. There was blood in/on helix mechanism (sleeve head). The helix would not extend due to being over-retracted.

Event description:
It was reported that during implant attempt, it was not possible to move the screw. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.